Event description:
Sometime in 1989 an aus device was implanted. On 12/13/96 the cuff was revised. On 5/28/97 the pump and balloon were removed from the pt and replaced, and a tandem cuff implanted due to tubing leak; there was an obvious hole in the tubing leading from the connector to the control assembly.